Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: unknown, serial #: (B)(4). Navistar rmt thermocool catheter, model #: d-1266-01-s, lot #: 15941650m. Lasso navigational variable eco catheter, model #: d-1343-01-s, lot #: 15949781l). Soundstar catheter, model #: m-5723-05, lot #: s1098722). (B)(4).

Event description:
It was reported during an atrial flutter right (r-afl) procedure, a pericardial effusion and a perforation were noticed as the patient's blood pressure dropped. The pericardial effusion and perforation were confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 800 ml of fluid were removed. The patient was transferred to the or and the status of the patient was unknown. The only bwi catheter that was in the patient's body when the pericardial effusion and perforation were noticed was the ez steer thermocool sf navigational catheter. Additional clarification was requested, but no additional information has been provided.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 15956998l. (B)(4) it was reported during an atrial flutter right (r-afl) procedure, a pericardial effusion and a perforation were noticed as the patient's blood pressure dropped. The pericardial effusion and perforation were confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 800 ml of fluid were removed. The patient was transferred to the or and the status of the patient was unknown. The only bwi catheter that was in the patient's body when the pericardial effusion and perforation were noticed was the ez steer thermocool sf navigational catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.